Event description:
It was reported that the insulin pump had a delivery anomaly. Caller stated that the customer has high blood glucose and that the insulin pump does not deliver insulin, neither alarm for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.